Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use closurefast ablation device during procedure to treat the great saphenous vein (gsv). Tumescent infiltration was utilized. Hand was used for compression. IFU was followed. A guidewire was used for the insertion of the catheter. Proper temperature was reached. It was reported that after gsv was treated, the coil was peeled off. The physician guessed fep peeled off and detached during the procedure. The detached portion was attached to and retrieved using the catheter. No intervention required. The coil was exposed in patient. The patient did not experience burn in the treatment area. Physician used another kit to complete the procedure. The vein closed. There was no patient injury.

Manufacturer narrative:
Device evaluation the clf device was returned. No issues identified in the catheter connector. Visual inspection of the catheter shaft revealed no abn ormality or deformity. Inspection of the coil/element revealed it was slightly bent, this can be associated with not applying enough external compression along the full length of the heating element over the treated vessel, the catheter could potentially overheat and cause melting/burning but there is no evidence on the returned device that this happened. Visual inspection of the returned device found that the coil/element portion of the catheter was fully in tacked and present, there was no evidence of a detachment. For the returned device, inspection under the microscopic scope found no evidence of bare, exposed or peeling of the fep layer area along the length of the coil/element. It can be confirmed that the fep layer is present. The catheter connector was plugged into the resistance tester to perform continuity and resistance functional test; the catheter was tested according to the test parameters, and test methods test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 96.5 ohms test 2. (Tc+/ tc- test) (specification: 250 ohms) ¿ result = 111.2 ohms test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 13.68 k ohms) test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 8.05 k ohms) all 4 tests passed as per acceptance criteria. The catheter was connected and recognized by both the rfg3 and rfg2 lab generator when plugged in. When the temperature rose to 120 c, the device completed the cycle without an advisory message being seen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.